Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery went dead. Customer¿s blood glucose level was unknown. Customer assisted with deleting and paring insulin pump and meter successfully. Troubleshooting was declined for insulin pump battery issue. The device will not be returned for analysis.